Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported that the cassette was leaking. During surgery, the surgeons did not notice any issue with the system, however the nurse noticed strange sounds when the suction was activated during the surgery. At the end of surgery, the program procedure "end of surgery" was chosen and it was intended to dain the cassette. At that moment, a system message was displayed. The wheels of the roller pump were wetted with bss. After surgery, the nurse wanted to start the cassette-cleaning -procedure. After removal of the cassette the nurse noticed bss at the roller pump of the fluidic module, which ran downwards (to the bottom of the fluidic module).